Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced two low glucose events during sleep and the following day, with recorded values of 40 and 62 mg/dl, respectively, and treated each with three glucose tablets and 4 oz of juice; review of device data indicated substantial insulin on board before the user made usual meal announcements preceding each event, and no device component issue was identified due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.